Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right lower side/ pain in my side"), menorrhagia ("abnormal bleeding menorrhagia") and hemiparesis ("I lost all functions. My left side would quit working all together. I would loose control of things I was holding.") In an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa. (B)(6) 2015- ultrasound gallbladder. Impression: negative gallbladder ultrasound. Concurrent conditions included menometrorrhagia, back pain, pelvic congestion syndrome, right lower quadrant pain, jaw pain, urinary retention, dysuria, unilateral leg swelling, hematuria, bloating, edema, galactorrhea, hot flashes, libido decreased, nocturia, constipation and menopausal symptoms. Family history included ovarian cancer, uterine cancer and cervix carcinoma (mother, sister, maternal grandmother.). Concomitant products included alprazolam (xanax) since 2011 and medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), burning sensation ("other injury(ies) or complication please describe: constant burning throughout my body / constant burn in my spine into my head"), abdominal distension ("swelling in abdomen") and peripheral swelling ("swelling in my abdomen and legs."). In 2012, the patient experienced hirsutism ("hormonal changes describe: grew facial hair. Eyebrows became thicker,") and alopecia ("hair loss."). In 2015, the patient was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced hemiparesis (seriousness criterion medically significant), depressed mood ("psychological or psychiatric problems condition: constant sadness."), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), allergy to metals ("nickel allergy"), skin burning sensation ("allergic or hypersensitivity reaction type: metal resulting in burns or rashes"), headache ("neurological conditions or problems type: horrible headaches. I was in a local grocery store when I felt a pop in head."), dermatitis contact ("rashes or skin conditions type: with metals, belts, earrings, bracelets"), arthralgia ("hip pain"), pain ("infection (other) describe: constantly hurt in the front and back of my body"), visual impairment ("vision/eye problems type: would lose eye sight completely") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved and the menorrhagia, hemiparesis, vaginal haemorrhage, hirsutism, female sexual dysfunction, depressed mood, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, burning sensation, abdominal distension, alopecia, skin burning sensation, headache, peripheral swelling, dermatitis contact, pain, visual impairment and urinary tract infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, burning sensation, depressed mood, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hemiparesis, hirsutism, menorrhagia, pain, pelvic pain, peripheral swelling, skin burning sensation, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion date - 2009 and removal date- (B)(6) 2017. Insertion details, specify- the first coil was placed on the right side with proper technique. Four coils beyond the cervical os after placement. The second one was placed on the left lower quadrant. Five coils were noted beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain in female, dyspareunia, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received- new event urinary tract infection were added. Concomitant drug were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right lower side/ pain in my side"), menorrhagia ("abnormal bleeding menorrhagia") and hemiparesis ("I lost all functions. My left side would quit working all together. I would loose control of things I was holding.") In an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa. (B)(6) 2015- ultrasound gallbladder. Impression: negative gallbladder ultrasound. Concurrent conditions included menometrorrhagia, back pain, pelvic congestion syndrome, right lower quadrant pain, jaw pain, urinary retention, dysuria, unilateral leg swelling, hematuria, bloating, edema, galactorrhea, hot flashes, libido decreased, nocturia, constipation and menopausal symptoms. Family history included ovarian cancer, uterine cancer and cervix carcinoma (mother, sister, maternal grandmother.). Concomitant products included alprazolam (xanax) since 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), burning sensation ("other injury(ies) or complication please describe: constant burning throughout my body / constant burn in my spine into my head"), abdominal distension ("swelling in abdomen") and peripheral swelling ("swelling in my abdomen and legs."). In 2012, the patient experienced hirsutism ("hormonal changes describe: grew facial hair. Eyebrows became thicker,") and alopecia ("hair loss."). In 2015, the patient was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced hemiparesis (seriousness criterion medically significant), depressed mood ("psychological or psychiatric problems condition: constant sadness."), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), allergy to metals ("nickel allergy"), skin burning sensation ("allergic or hypersensitivity reaction type: metal resulting in burns or rashes"), headache ("neurological conditions or problems type: horrible headaches. I was in a local grocery store when I felt a pop in head."), dermatitis contact ("rashes or skin conditions type: with metals, belts, earrings, bracelets"), arthralgia ("hip pain"), pain ("infection (other) describe: constantly hurt in the front and back of my body") and visual impairment ("vision/eye problems type: would lose eye sight completely"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved and the menorrhagia, hemiparesis, vaginal haemorrhage, hirsutism, female sexual dysfunction, depressed mood, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, burning sensation, abdominal distension, alopecia, skin burning sensation, headache, peripheral swelling, dermatitis contact, pain and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, burning sensation, depressed mood, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hemiparesis, hirsutism, menorrhagia, pain, pelvic pain, peripheral swelling, skin burning sensation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion date - 2009 and removal date- (B)(6) 2017. Insertion details, specify- the first coil was placed on the right side with proper technique. Four coils beyond the cervical os after placement. The second one was placed on the left lower quadrant. Five coils were noted beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain in female, dyspareunia, menorrhagia, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right lower side/ pain in my side"), menorrhagia ("abnormal bleeding menorrhagia") and hemiparesis ("I lost all functions. My left side would quit working all together. I would loose control of things I was holding.") In an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa. On (B)(6) 2015- ultrasound gallbladder. Impression: negative gallbladder ultrasound. Concurrent conditions included menometrorrhagia, back pain, pelvic congestion syndrome, right lower quadrant pain, jaw pain, urinary retention, dysuria, unilateral leg swelling, hematuria, bloating, edema, galactorrhea, hot flashes, libido decreased, nocturia, constipation and menopausal symptoms. Family history included ovarian cancer, uterine cancer and cervix carcinoma (mother, sister, maternal grandmother.). Concomitant products included alprazolam (xanax) since (B)(6). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), burning sensation ("other injury(ies) or complication please describe: constant burning throughout my body / constant burn in my spine into my head"), abdominal distension ("swelling in abdomen") and peripheral swelling ("swelling in my abdomen and legs."). In (B)(6), the patient experienced hirsutism ("hormonal changes describe: grew facial hair. Eyebrows became thicker,") and alopecia ("hair loss."). In (B)(6), the patient was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced depressed mood ("psychological or psychiatric problems condition: constant sadness."), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), allergy to metals ("nickel allergy"), thermal burn ("allergic or hypersensitivity reaction type: metal resulting in burns or rashes"), hemiparesis (seriousness criterion medically significant), headache ("neurological conditions or problems type: horrible headaches. I was in a local grocery store when I felt a pop in head."), rash ("rashes or skin conditions type: with metals, belts, earrings, bracelets"), arthralgia ("hip pain"), pain ("infection (other) describe: constantly hurt in the front and back of my body") and visual impairment ("other injury(ies) or complication please describe: constant burning throughout my body"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved and the menorrhagia, vaginal haemorrhage, hirsutism, female sexual dysfunction, depressed mood, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, burning sensation, abdominal distension, alopecia, thermal burn, hemiparesis, headache, peripheral swelling, rash, pain and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, burning sensation, depressed mood, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hemiparesis, hirsutism, menorrhagia, pain, pelvic pain, peripheral swelling, rash, thermal burn, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion date - (B)(6) and removal date- (B)(6) 2017. Insertion details, specify- the first coil was placed on the right side with proper technique. Four coils beyond the cervical os after placement. The second one was placed on the left lower quadrant. Five coils were noted beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain in female, dyspareunia, menorrhagia, vaginal discharge. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs + mr received- new events added: hormonal changes describe: grew facial hair. Eyebrows became thicker, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal resulting in burns or rashes, apareunia, infection (other) describe: constantly hurt in the front and back of my body,psychological or psychiatric problems condition: constant sadness. Anxiety. Autoimmune disorder type of disorder:fibromyalgia, rashes or skin conditions type: with metals, belts, earrings, bracelets, neurological conditions or problems type: horrible headaches. I was in a local grocery store when I felt apop in head. I lost all functions. My left side would quit working all together. I would loose control of things I was holding. Nickel allergy, dysmenorrhea (cramping), dyspareunia, vision/eye problems type: would lose eye sight completely. Fatigue, weight gain, other injury(ies) or complication please describe: constant burning throughout my body / constant burn in my spine into my head. Swelling in my abdomen and legs. Hair loss, hip pain were added. Lot number was added.new reporters and concomitant conditions were added.outcome of events pain in my side and pain in my lower back hip pain from unknown to recovered/resolved were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right lower side/ pain in my side"), menorrhagia ("abnormal bleeding menorrhagia") and hemiparesis ("I lost all functions. My left side would quit working all together. I would loose control of things I was holding.") In an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa. (B)(6) 2015- ultrasound gallbladder. Impression: negative gallbladder ultrasound. Concurrent conditions included menometrorrhagia, back pain, pelvic congestion syndrome, right lower quadrant pain, jaw pain, urinary retention, dysuria, unilateral leg swelling, hematuria, bloating, edema, galactorrhea, hot flashes, libido decreased, nocturia, constipation and menopausal symptoms. Family history included ovarian cancer, uterine cancer and cervix carcinoma (mother, sister, maternal grandmother.). Concomitant products included alprazolam (xanax) since 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), burning sensation ("other injury(ies) or complication please describe: constant burning throughout my body / constant burn in my spine into my head"), abdominal distension ("swelling in abdomen") and peripheral swelling ("swelling in my abdomen and legs."). In 2012, the patient experienced hirsutism ("hormonal changes describe: grew facial hair. Eyebrows became thicker,") and alopecia ("hair loss."). In 2015, the patient was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced depressed mood ("psychological or psychiatric problems condition: constant sadness."), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), allergy to metals ("nickel allergy"), skin burning sensation ("allergic or hypersensitivity reaction type: metal resulting in burns or rashes"), hemiparesis (seriousness criterion medically significant), headache ("neurological conditions or problems type: horrible headaches. I was in a local grocery store when I felt a pop in head."), dermatitis contact ("rashes or skin conditions type: with metals, belts, earrings, bracelets"), arthralgia ("hip pain"), pain ("infection (other) describe: constantly hurt in the front and back of my body") and visual impairment ("vision/eye problems type: would lose eye sight completely"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved and the menorrhagia, vaginal haemorrhage, hirsutism, female sexual dysfunction, depressed mood, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, burning sensation, abdominal distension, alopecia, skin burning sensation, hemiparesis, headache, peripheral swelling, dermatitis contact, pain and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, burning sensation, depressed mood, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hemiparesis, hirsutism, menorrhagia, pain, pelvic pain, peripheral swelling, skin burning sensation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion date - 2009 and removal date- (B)(6) 2017. Insertion details, specify- the first coil was placed on the right side with proper technique. Four coils beyond the cervical os after placement. The second one was placed on the left lower quadrant. Five coils were noted beyond the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain in female, dyspareunia, menorrhagia, vaginal discharge amendment: the report was amended on 01-feb-2019 for the following reason: coding correction: reported event term was updated to vision/eye problems type: would lose eye sight completely, as there was a mismatch between event and description). Burning sensation described was already captured and coded elsewhere. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.